Manufacturer narrative:
The facility contacted invacare and provided information that two aides were transferring a patient, and the top of the lift allegedly bent, causing the patient to fall. The two aides allegedly hurt their arm and shoulder in the process. Details of alleged injuries are unknown. History of similar events and nature of complaint suggest a potential transfer error. Based on alleged serious injury, MDR filed as a conservative measure.

Event description:
Two aides were in the process of transferring a patient from the lift to the bed, when the lift allegedly bent on the top and bottom, causing the patient to fall. The aides had attempted to protect the patient from falling, and in the process, they allegedly injured themselves. Extent and specific injury is not known at this time for the patient or the aides.